Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0dpr1, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was doing well.

Event description:
It was reported that the patient¿s lead was poorly positioned and needed to be corrected. The patient had a lack of benefit due to the poor placement. The clinic wanted to do a MRI of the lead, so the physician was willing to take out the implantable neurostimulator (ins) and extension if needed. This did not occur and the lead was replaced. The new lead was connected to the existing ins and extension. The ins was turned off and programmed to 0 volts as the patient would be programmed two to three weeks after the surgery. The patient outcome was not available yet because he had not been programmed. Additional information will be requested after the reported programming date passes. If additional information is received a supplemental report will be sent.